Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). Upon checking the remote monitoring data it was noted that the device battery dropped for two and a half years in a span of one month. To date, the device remains in service. No adverse patient effects reported.